Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had no sound. It was reported that the sound of insulin pump was not working and when insulin level was low. It was reported that the insulin was blocked and blood sugar was low or high, but customer stated that they did not hear the low or high alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.